Manufacturer narrative:
Additional information was received on april 6, 2021. The explant date was clarified to be (B)(6) 2018. In addition to the capsular contractures reported initially, the patient also experienced right sided breast cancer. This report relates to the right prosthesis. Reason for device explant and/or reoperation: capsular contracture/breast cancer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 500cc mentor memorygel breast implants placed experienced bilateral baker grade iii capsular contracture post procedure. As a result, the devices were explanted. No additional event details have been provided to mentor at this time. If additional event details are made available to mentor in the future, then a supplemental report will be submitted. See 1645337-2020-13402 for contralateral prosthesis report.